Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) district office of this action on august 25th, 2016 (recall report number: 3010157426-08/25/16-003-c). We also began notifying customers of this activity with a letter dated (B)(6) 2016. This investigation is considered complete and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central monitor system displayed an offline message in the patient zones for all telemetry beds. The issue was resolved by restarting the system. No injury was reported as a result of this event.